Event description:
It was reported that the patient's blood tested positive for the presence of staphylococcus caprae. It was also reported that the patient was septic. The patient was treated with antibiotics, however the infection did not resolve. The crt-d system was explanted. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.